Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot sp100515 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice perforated on (B)(6) 2018 for a "ventral hernia repair." The form also indicates that on (B)(6) 2022, the strattice implant was revised. No information was provided on the reason for the removal or revision.

Manufacturer narrative:
Additional and/or corrected data: b5, h6.

Event description:
On (B)(6) 2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional ventral hernia¿ hernia surgery and was implanted with strattice device on (B)(6) 2018. The patient underwent an ¿exploratory laparotomy, lysis of adhesions, relief of small-bowel obstruction, reduction and repair of giant abdominal ventral hernia¿ on (B)(6) 2022. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and noneconomic losses as a result of [their] strattice implant.¿ patient ¿suffers from abdominal pain.¿ patient ¿has difficulty completing daily tasks.¿ patient¿s ¿stomach protrudes and [patient] can no longer wear fitted clothing or clothing with buttons.¿ patient ¿has lifting restrictions and had to adjust her physical activities.¿ patient ¿has difficulty taking long walks and participating in family outings and activities due to [their] pain.¿ patient ¿is unable to lift [their] grandchildren or participate in physical activities with them without experiencing pain.¿ patient¿s ¿stomach is scarred and disfigured causing [them] embarrassment.¿ patient ¿is fearful [they] will suffer another hernia in the future.¿ ¿these injuries contribute to [patient¿s] depression.¿ the form lists the conditions that were treated were ¿abdominal pain from recurrent incarcerated incisional ventral hernia, acute small bowel obstruction, ventral hernia repair¿ with approximate dates of treatment between (B)(6) 2018. Patient was also treated for ¿nausea & severe abdominal pain, acute small-bowel obstruction with incarcerated small bowel in a ventral hernia, multiple adhesions throughout entire abdominal cavity, hernia repair¿ on or about (B)(6) 2022. Patient received treatment for ¿ventral hernia; depression¿ from approximately 2018 to 2024. Patient had ¿post-op/follow-up 2022 procedure¿ in 2022. The ppf form also indicates the patient was implanted with an unknown non-abbvie device in 2008. The form indicates that this device was revised on (B)(6) 2011 due to ¿lap ventral hernia repair.¿ the patient was implanted with another non-abbvie device, ¿physiomesh, lot # unknown¿ on (B)(6) 2011. The form indicates that this device was revised on (B)(6) 2016 due to ¿repair using 15 x 10 cm xen ab underlay graft.¿ the patient was implanted with a third non-abbvie device, ¿xen ab underlay graft,¿ on (B)(6) 2016. The form indicates that this device was revised on (B)(6)2018 due to ¿ventral hernia repair using component separation and strattice graft 20 x 25 cm.¿